Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert for high, out or range hv lead impedance for the rv-svc and svc-can vectors were observed. However, the out of range measurements were not observed in-clinic. An improper svc pin/header placement was suspected to be the cause. The patient was checked again 5 days later and in-range measurements for the svc portion were within normal limits. Programming changes were suggested if high hv lead impedance values are seen again.

Manufacturer narrative:
Please remove device code -from the initial MDR 2938836-2016-06841.

Event description:
New information received indicates that the device was connected correctly and programming changes were made. The physician elected to monitor the patient as normal. The patient was stable.